Manufacturer narrative:
As of today, the above referenced fiber has not been returned; therefore, no physical or visual analysis of the fiber could be performed. However, a media inspection was performed. The media provided by the customer showed that the fiber broke during the procedure, confirming the reported fiber break. A component damaged could have affected the fiber performance and lead to the event experienced by the customer. MFR email: (B)(6).

Event description:
It was reported that during a laser lithotripsy, a single use fiber was reused, and the fiber broke about 1 cm from the tip when about 1/3 of the stones were crushed. The surgeon removed the broken fiber using a lithotomy forceps and the procedure was completed using the original fiber. There were no patient complications.

Event description:
It was reported that during a laser lithotripsy, the fiber broke about 1 cm from the tip when about 1/3 of the stones were crushed. The information about the patient and procedure outcome are unknown. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
MFR email: moshe.barenboym@bsci.com.